Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the whole monofilament was returned loose and no sign of breakage as reported. The posterior cuff and needle tip were attached to the rail end. The link was still attached to the posterior cuff and the anterior end was clean cut. Since the monofilament was returned intact, the condition of the returned device does not match the complaint description. Therefore the cause for this reported event could not be determined. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during knot advancement, excessive pressure was applied on the suture and the suture broke. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.